Manufacturer narrative:
(B)(4); watershed stroke; cardio embolic stroke. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital for subtherapeutic international normalized ratio of 1.18. The patient became unresponsive during the CT scan and neurology and pulmonology were consulted and meningitis and encephalitis were a concern. The patient was started on a broad spectrum of antibiotics but the patient's condition continued to deteriorate. Infection was ruled out and the antibiotics treatment was stopped. The patient's neurological exam was consistent with a watershed area stroke, likely cardioembolic. The CT scan did not reveal any abnormalities and an MRI test could not be performed due to the patient's lvad. On (B)(6) 2017 the patient's family elected to withdraw care due to the patient's condition and the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.